Event description:
Customer received the following results: aviva plus 741am 127 mg/dl compact plus 7:36am lo (less than 10 mg/dl) compact plus 7:23am 108 mg/dl compact plus 7:15am lo no actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva plus system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.